Manufacturer narrative:
H4: device manufactured between march 01, 2019 to march 03, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port weld behind the bag. Magnified inspection verified a tear/hole at the back-side spike port weld of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was found to be leaking from an unknown location upon receipt at the hospital. The bag contained pediatric parenteral nutrition. This was identified prior to patient use. There was no patient involvement. No additional information is available.